Event description:
Report received from the USA stating that the device is experiencing an issue with "noise and not enough air pressure from the foot pedal". The device was not being used during surgery. No injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported condition of "not enough air pressure from the foot pedal" was confirmed. During service the device was found with a damaged hose and an air leak. The reported condition of "noise" could not be confirmed. If additional information becomes available a supplemental report will be submitted. (B)(4).